Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported mitral regurgitation (mr) was an effect of the reported slda. Unchanged mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances as an additional clip was attempted to be implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mean pressure gradient was 3mmhg. Calcification in the valve a thin posterior leaflet was present. An ntr clip was inserted and deployed without issues. However, roughly ten minutes after the clip was implanted, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional ntr clip was inserted. After the leaflets were grasped, it was noted the mean pressure gradient increased to 16mmhg. Therefore, the physician decided to remove the clip and discontinue the procedure. Once the clip was removed, the gradient returned to baseline. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.